Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she noticed that the cannula was curled up on the first sensor. Customer's blood glucose was 155 mg/dl but the sensor was reading below 70. Customer stated that she was calibrating up to 7 times a day. Customer was informed on the proper calibration technique. Customer stated that she experienced a low blood glucose reading of 48 mg/dl while at school. Customer's mother believes that it is unexplained.